Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment fluid was discovered dripping from the cycler set cassette door. The patient verified the reported data. The patient requested a new cycler. There was no harm, adverse event or intervention associated with the fluid leak. The patient received the new cycler and has been using it with no issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during an unknown phase of pd treatment fluid was discovered dripping from the cycler set cassette door. The patient verified the reported data. The patient requested a new cycler. There was no harm, adverse event or intervention associated with the fluid leak. The patient received the new cycler and has been using it with no issues. The cycler set is not available to return.